Event description:
There were three endeavor rapid exchange (rx) drug eluting stents implanted during the index procedure; one in the mid rca and two in the proximal rca. It is reported that the second endeavor rx drug eluting stent was implanted in the proximal rca to treat complications of a dissection after the initial stent implantation. Approximately 3 weeks later there were there were a further two endeavor rx drug eluting stents implanted in the mid lad during a staged procedure. It is reported that the second endeavor rx drug eluting stent was implanted in the mid lad to treat complications of a dissection after the initial stent implantation. Event was identified by the clinical events committee and deemed to be consistent with an arc definition mi. It was reported that an mi occurred one day post staged procedure. Mi was categorized as a non q wave mi, in the territory of the target vessel. No further details are available. Ref MFR# 2953200-2008-01198 and 9612164-2011-01489.

Manufacturer narrative:
(B)(4): evaluation, results: inherent risk of procedure (dissection / mi).